Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/10/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One empty foil packet, one winding former, several suture pieces, and one detached needle were received for analysis. During the visual inspection of the needle, the swage and attachment area were noted as expected; the barrel hole was examined under magnification and remnant suture was observed. The sutures pieces have begun with the degradation process and the time of exposure to the environment could not be determined. The foil packets were visually inspected, and excessive wrinkles, delamination, and holes in the cavity were observed. The reported event is confirmed, due to the damages found on the packaging. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a procedure for a mandibular fracture on (B)(6) 2024 and suture was used. It was reported from the analysis of the returned product that suture degradation was observed. During the procedure the doctor opened the suture foil, and found that needle was separate from the suture. He took 2nd foil and found the same, finally he took the 3rd foil to close the procedure. There were no patient consequences reported.